Event description:
Blood filled helium lumen, alarms sounded during procedure. Patient died on (B)(6) 2012 but not attributed to event.

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing was not returned. Product evaluation: an underwater leak test of the balloon, catheter an y-fitting was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcification plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).